Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The field service engineer (fse) identified that the position sensor pin was not making full contact during troubleshooting. The faulty sensor was replaced, which resolved the issue. System performance returned to normal after the replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer were failed to open and not working. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.